Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a fail speaker message was not confirmed by baxter personnel during product evaluation. After further investigation by the quality engineers, it was determined the reported condition was related to the failure 550:320 which was confirmed during the event history log review. The root cause was assigned to a damaged inverter/rear harness. The rear harness was reconnected to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed finding one exception during manufacturing; however, the device was reworked and found to be performing as designed before release. A service history review revealed the device had not been serviced by baxter prior to this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a speaker fail message. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.